Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was duplicated. The downstream occlusion sensor seal was bubbling up problem was verified by visual inspection. Also, when powering up the device, displayed constant alarm error code 46011. Root cause was unknown. The air bubbled downstream occlusion sensor seal and defective microprocessor unit board was replaced. A non-conforming report was opened to investigate downstream occlusion sensor seal issue.

Event description:
It was reported that occlusion sensor seal is bubbling up during testing. No patient injury reported.